Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD; implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited what was believed to be t-wave oversensing (twos) which resulted in the delivery of four inappropriate shocks to the patient. It was speculated the twos may have in fact been noise on the lead. Variable impedance trends were observed on both the rv and right atrial (ra) leads. The sensitivity of the rv lead was reprogrammed, subsequently a lead repositioning procedure took place where it was noted that the rv lead had pulled back. The ra lead was given additional slack. No further patient complications have been reported as a result of this event.